Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg would no longer communicate with external devices after the patient underwent a recent surgery. Details of the aforementioned surgery are unknown at this time. In turn, surgical intervention will be undertaken to address the inoperable ipg at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. Stimulation was restored post-operative.